Event description:
The reporter stated the surgeon was inserting a 19.5 se/+2.0 diopter aa4203tl toric silicone single piece lens and the lens ripped ejecting out of the injection system. There was no patient contact. The reporter stated they felt the injector was the cause of the lens damage. The reporter stated this was the second of two lenses used on this patient. The first lens also tore - see MFR report # 2023826-2012-00420. A third lens was implanted with no problem using a new injector and cartridge.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No. (Other): the product pertaining to this complaint was not returned for evaluation. However, the lens was returned and visual inspection found no visible damage to the lens. There was evidence of clear surgical residue. (B)(4). Other text: injector was not returned.